Manufacturer narrative:
PMA/510(k) # k162717. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Upon deploying the stent, the user pulled the safety wire when 80% deployed. The rest of the stent began to deploy and when it should have been fully deployed and removing the catheter, the tip of the catheter was hung up on a string. The catheter was pulling the stent. The catheter and stent were removed and another device was used to complete the procedure. It has been stated that the device involved in this complaint is being returned to cook ireland for evaluation; the device has not yet been received, however, if it is returned, the device will be evaluated and the investigation will be updated. As the device was not returned at the time of the investigation, the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. The following additional information was received: did any unintended section of the device remain inside the patient¿s body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedures? No. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. What is the reorder number of the wire guide used with this device? G22139. If not, with the device in question, how was the procedure finished? Another stent was placed. What is the endoscope manufacturer and model number that was used during the procedure? Unknown - did not go down scope. Had dilation of the stricture been performed prior to stent placement? No. What was the diameter of the stricture at the time of stent placement (in mm)? Unknown. What was the length of the stricture at the time of stent placement (in cm)? Unknown. Please describe the location in the body where the stent was to be placed. Unknown. Was resistance encountered when advancing the wire guide through the stricture? No. Was resistance encountered when advancing the introducer and stent into position? Unknown. Did any section of the device detach inside the patient? No. Was the stent partially deployed when removed from the patient? Yes. Please estimate amount of time the stent was in place prior to this occurrence. During placement. A request has been sent to the originator to provide the status of the device return, and also to advise if there are any images available for review. The investigation will be updated when a response has been received. The lot number was requested, and it was stated that this was unavailable. (Ref. Att. Re (B)(4) - lot number unknown). The root cause of this complaint cannot be confirmed until the device is returned for evaluation, as there has not been enough information provided. As the lot number was not provided, a review of manufacturing records could not be complete. However, prior to distribution all evo-fc-20-25-12-e devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is no evidence to suggest the user did not follow the instructions for use. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. As per information provided, the patient did not experience any adverse effects due to this occurrence. The device was removed and another device was used to complete the procedure. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: 'deployment issue that results in the exposed stent removed from the patient with the delivery system'. Upon deploying the stent, the user pulled the safety wire when 80% deployed. The rest of the stent began to deploy and when it should have been fully deployed and removing the catheter, the tip of the catheter was hung up on a string. The catheter was pulling the stent. The catheter and stent were removed and another device was used to complete the procedure.

Event description:
Follow up report being submitted to update the investigation due to device return initial MDR submitted based on the device malfunction precedence: 'deployment issue that results in the exposed stent removed from the patient with the delivery system' upon deploying the stent, the user pulled the safety wire when 80% deployed. The rest of the stent began to deploy and when it should have been fully deployed and removing the catheter, the tip of the catheter was hung up on a string. The catheter was pulling the stent. The catheter and stent were removed and another device was used to complete the procedure.

Manufacturer narrative:
PMA/510(k) # k162717 (B)(4). Exemption number: e2016031 . (B)(4). Device evaluation: the evo-fc-20-25-12-e device of lot number c1400123 was returned to cook (B)(4) and evaluated on the 31-jan-2018. The following additional information was received: did any unintended section of the device remain inside the patient¿s body? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedures? No has the complainant reported any adverse effects on the patient due to this occurrence? No has the complainant reported that the product caused or contributed to the adverse effects? No what is the reorder number of the wire guide used with this device? G22139 if not, with the device in question, how was the procedure finished? Another stent was placed. What is the endoscope manufacturer and model number that was used during the procedure? Unknown - did not go down scope had dilation of the stricture been performed prior to stent placement? No what was the diameter of the stricture at the time of stent placement (in mm)? Unknown what was the length of the stricture at the time of stent placement (in cm)? Unknown please describe the location in the body where the stent was to be placed. Unknown was resistance encountered when advancing the wire guide through the stricture? No was resistance encountered when advancing the introducer and stent into position? Unknown did any section of the device detach inside the patient? No was the stent partially deployed when removed from the patient? Yes please estimate amount of time the stent was in place prior to this occurrence. During placement lab evaluation: upon evaluation of the returned device, it was noted that the lockwire was not returned. The stent was fully deployed on return and detached from the device. The red shuttle deployment marker was at the back half of the handle. There was a kink noted between the pert and bilumen, which most likely occurred during transport and had no impact on the reported issue. There was a great deal of tissue and bodily fluid noted on the stent. There was no damage on the tip of the device. No other issues were noted. The complaint is confirmed based on the customers testimony as the clinical setting that could impact the functionality of the device cannot be replicated in the laboratory. Root cause: a possible root cause for this complaint is the stent was not uniformly expanded on the proximal end, resulting in the stent suture snagging on the catheter tip. Document review: a review of the qc records revealed no discrepancies that could have caused the complaint issue. A review of the manufacturing records for the evo-fc-20-25-12-e device lot # revealed no discrepancies that could have contributed to this complaint issue. Prior to distribution, all evo-fc-20-25-12-e devices are subject to visual inspection and functional checks to ensure device integrity. There is a specific production check to deploy the stent approximately 50% and recapture it to ensure it functions correctly. If there were any deployment issues with the device it would have been observed by the manufacturing operators. There is also a check to ensure that the crowns of the stent are not bent back during the loading process. The notes section of the IFU instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Upon review of complaints, this failure mode has not occurred previously with the lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number. There is no evidence to suggest the user did not follow the instructions for use. Summary: the complaint is confirmed based on the customers testimony as the clinical setting that could impact the functionality of the device cannot be replicated in the laboratory. As per information provided, the patient did not experience any adverse effects due to this occurrence. The device was removed and another device was used to complete the procedure. Complaints of this nature will continue to be monitored for potential emerging trends.